Event description:
On 06/15/1998 following a percutaneous transluminal angioplasty stent procedure, an angio-seal device was placed in a patient's right groin. On 08/13/1998 the patient presented to her physician complaining of right leg and pain and claudication. The patient was taken to surgery where a subtotal occlusion of the right common femoral artery was found and thought to be due to intimal disruption. Successful revascularization occurred following the surgery (stent placement in the right common femoral artery, illac angiography, and other catheter placement were performed). The patient tolerated the procedure well. As of 09/18/1998 there has been no further report to the MFR of complication or patient sequelae.